Manufacturer narrative:
A patient experienced a burning and stinging sensation at the ipg site was reported to abbott. As a result, the patient's system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced a burning and stinging sensation at the ipg site. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.